Event description:
Material no: unknown. Batch no: unknown. It was reported that during use of the unspecified bd¿ tubes the customer experienced erroneous results. Also an increase in gel migration issues. Unexpected and/or unexplained clinical or qc results. Clinical chemistry values drawn a few hours apart coming back several values higher for potassium draws. Also an increase in gel migration issues with bd's gog tubes.

Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. To assure a high quality specimen several factors are key. Included, but not limited to are: proper phlebotomy technique to minimize poor barrier separation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, if serum allowing to clot for allotted time, proper centrifugation conditions-g force and time, and storage conditions. H3 other text : see section h.10

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: unknown, batch no: unknown. It was reported that during use of the unspecified bd¿ tubes the customer experienced erroneous results. Also an increase in gel migration issues. Unexpected and/or unexplained clinical or qc results. Clinical chemistry values drawn a few hours apart coming back several values higher for potassium draws. Also an increase in gel migration issues with bd's gog tubes.